Event description:
It was reported that 30 minutes after a thyroidectomy procedure, the pt suffered a serious post-operative hemorrhage. The physician opened the skin sutures and ligated the bleeding vessels. The pt is in good condition.

Manufacturer narrative:
Date sent: 11/13/2008. Information anticipated, but unavailable at this time.